Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the 2.5 x 28 mm promus stent was implanted in the mid cx, and a distal edge dissection occurred. An attempt was made to place the 2.5 x 12 mm promus stent to treat the dissection, but the stent delivery system (sds) would not cross, even with excessive force. The sds was pulled back and predilatation was performed. Another attempt was made to cross with the 2.5 x 12 mm promus sds, but it failed. The sds was pulled back and it was noticed that the stent was no longer on the delivery system. The stent could not be located on angiogram. A 2.5 x 8 mm mini vision was placed. The patient is reported to be fine. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusions summation - dissection is listed in the promus IFU as a known adverse event associated with coronary stenting. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, and procedural technique. The IFU also states that "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention." In this case, a conclusive root cause for the reported patient effect and the relationship to the device, if any, cannot be determined.